Event description:
The customer reported the monitors were not working and there was no input. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.